Event description:
Consumer alleges that the tubing on the back of the shower chair broke, causing pt to fall backwards in the shower. Consumer alleges they sustained scrapes, bruises and a possible concussion.